Manufacturer narrative:
(B)(4). Internal insulation abrasion was noted at 55.9-56.4cm from the connector pin. The etfe coating was intact at this location. Internal insulation abrasion under the rv shock coil was noted at 64.0-64.3cm from the connector pin. The etfe coating was abraded at this location, consistent with the field observation of oversensing.

Event description:
It was reported that when patient presented for follow up in clinic non-sustained oversensing was observed on the rv lead. Measurements showed normal range. Externalized conductors were noted via x-ray. The lead was explanted and replaced. Patient is in good condition.